Event description:
Synthes (B)(6) reports: during a lumbar fusion, the surgeon used the simple persuader on a matrix polyaxial screw to reduce the rod, and the persuader jammed on the screw head. The surgeon attempted to remove the persuader, first by squeezing the handle, and then by trying to separate the handle of the instrument. The surgeon tapped on the handle to try to pry it off the screw head, but the head of the polyaxial screw broke off with the persuader. The surgeon removed the screw that was left in place and replaced it with another matrix polyaxial screw without any further problem. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was performed. Matrix is a modular design and the head is designed to be capable of being removed from the bone screw in case of damage or change in surgical preference. If the head is removed during surgery, a new head or different style head can be replaced without the need to replace the bone screw. A tool is provided in the set to remove heads from bone screws without damaging the bone screw. The motions described in the complaint are most likely the cause of the separation. This complaint is indeterminate since the part was discarded by the customer and is not available for further evaluation. (B)(4)

Event description:
This report is for file (B)(4).